Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular lead was explanted as it was dislodged. During follow up the capture was above the atrio - ventricular node and there was a poor morphology observed. The patient was complaining about dizziness. Since cable was sensing and pacing atrium when she was on atrial fibrillation the pacemaker inhibit pacing. A new lead was implanted at the same surgical intervention. The device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it was dislodged. During a follow up the capture was above the atrio - ventricular node and there was a poor morphology observed. The patient was complaining about dizziness. Since cable was sensing and pacing atrium when she was on atrial fibrillation the pacemaker inhibit pacing. A new lead was implanted at the same surgical intervention. The device has been returned for analysis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.